Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-03697. Additional information received identified the patient is stable and is receiving stimulation as intended.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-03697. It was reported the patient was presented at the ER with circulation issue after having scs implant surgery. The physician stated the issue is not due to stimulation. No additional information available at this time.